Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature that device issue occurred with additional intervention. A hemodialysis patient with chest pain on exertion underwent cardiac computed tomography, which showed 90% restenosis in a drug-eluting stent (des) that had been implanted 3 years. Intravascular ultrasound (ivus) demonstrated severe calcification, and ra was performed with a 1.75-mm burr, successfully ablating the lesion. However, ivus showed a high degree of residual calcification, and additional ra was performed with a 2.25-mm burr. During ablation, the burr became suddenly disconnected and the guidewire was also fractured at the same site in the calcified lesion within the previously implanted stent. The operator attempted to retrieve the burr through balloon dilation and snaring were unsuccessful but was unsuccessful, leading to emergency coronary artery bypass grafting. Postoperative ivus revealed that the guidewire had passed through a stent cell, protruding from the right coronary artery ostium into the aorta, which may have contributed to disconnection case sentence.